Manufacturer narrative:
Evaluation summary: the product was not returned for evaluation. Results from the product history record review indicated the product met release criteria. The customer indicated the use of a cartridge and handpiece. Model and lot numbers were not provided. The product investigation could not identify a root cause for the reported complaint. There have been no similar complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was received. (B)(4).

Event description:
A surgeon reported that five days following an intraocular lens (iol) implant procedure, the lens rotated. The surgeon exchanged the lens for another iol eight days following the initial implant procedure. The event resolved following the lens exchange procedure.